Event description:
It was reported that the patient had a total hip done in 2006 at legacy (B)(6) hospital. The patient's accolade stem did not grow into the bone. The patient became more painful after a car accident causing stem to subside down the femoral canal. The surgeon was able to remove accolade stem via pliers, and replace stem with zimmer arm stem. The surgeon also change the 40mm liner already in patient from previous surgery.

Manufacturer narrative:
It was noted that the surgeon would not release the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient had a total hip done in 2006 at legacy good samaritan hospital. The patient's accolade stem did not grow into the bone. The patient became more painful after a car accident causing stem to subside down the femoral canal. The surgeon was able to remove accolade stem via pliers, and replace stem with zimmer arm stem. The surgeon also change the 40mm liner already in patient from previous surgery.